Manufacturer narrative:
Other applicable components are: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-oct-2018, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving li oresal (2000mcg/ml at 325mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity, radiculopathy, and spinal pain. It was reported that the patient presented with pseudomeningocele and was leaking cerebrospinal fluid (csf) around the catheter. Existing catheter was removed and a new catheter was implanted at a new level, without complications. No environmental, external, or patient factors were reported to have caused this issue. The issue was resolved and the patient was "alive - no injury." The event date was (B)(6) 2019. There were no further complications reported at this time.